Event description:
2nd degree burns [burns second degree]. Peeled my skin off with the removal of the patch [skin exfoliation]. Case description: this is a spontaneous report from a pfizer-sponsored program, thermacare.com testimonials. A contactable consumer reported a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported using the heatwrap years ago when it first came out for lower back pain. She stated "I put the heatwrap on my lower back for the heat and it was getting nice and warm. Shortly after, the heatwrap started to burn, so I removed it. It peeled my skin off with the removal of the patch. It was horrible...2nd degree burns. I have never used the product again. I have never used a heatwrap again". Action taken with the suspect product was permanently withdrawn on an unspecified date. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burns second degree and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.